Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported stretched, entrapment and detachment appear to be related to circumstances of the procedure. Manipulation of the guide wire in an attempt to retrieve the separated tip using a snare device resulted in the reported stretched coils and ultimately resulted in the reported tip detachment. The reported difficulties possibly contributed to the reported dissection however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the hi-torque guide wires instructions for use,(IFU), as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery. A 3.0 cm balance middleweight (bmw) hydro guide wire was used and an attempt was made to implant an unspecified stent. However, during implantation of the stent, the coils of the guide wire unraveled and became caught with the stent. Therefore, the tip became embedded in the target lesion by the stent. Then, an attempt using a snare device was made to retrieve the tip from the implanted stent by carefully pulling the tip; however, the tip separated from the core. The tip was free-floating within the aorta. There were several failed attempts to retrieve the separated tip using a snare device (including other retrieval devices) and a dissection was noted at one point during the procedure. Therefore, a second unspecified stent was implanted to treat the dissection and the distal part of the tip was embedded in the vessel by the stent. This stent was implanted proximally to the first implanted stent. However, the tip became prolapsed and was free-floating towards the aorta again. Therefore, another attempt was made to retrieve the tip but this caused the tip to separate into two pieces. Both pieces are free-floating in the anatomy. At this time, it is too difficult to treat the patient as they have cancer. Therefore, they will be treated in the next intervention to remove the two separated parts of the guide wire. No additional information was provided.